Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There was one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during implantation of an intraocular lens (iol) the lens was not loose from the injector. There was patient contact and no patient harm. Additional information was requested.